Event description:
Same case as: 2134265-2014-08293 and 212134265-2014-07942. It was reported that automatic pullback failure occurred. A120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified vessel. It was also noted that the system would not allow pullback neither manual nor automatic as the soft touch keys would not light up. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).